Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a broken reservoir tube lip.

Event description:
Customer called to report damage to the insulin pump. It was reported that insulin pump has cracks on the lcd display window. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.